Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Date of event: unk. Expiration date - na. Eval in process but not yet complete. Upon completion of eval, a follow-up report will be sent to the FDA. This report filed (B)(6), 2010.

Event description:
It was reported that pt underwent knee procedure on an unk date. While inserting the implant, the metal tab on the femoral impactor broke. No pt injury or delay in surgery was reported. No further complications were reported.